Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device had no function. No further info is available. There was no pt consequence.